Manufacturer narrative:
The products have been returned. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (nurse) reported that customer was unable to test due to a display issue with his adc meter and experienced symptoms. Customer did not self-treat. It was further reported that customer was seen by a nurse at school, a reading of 300 mg/dl was obtained on customer's back up insulinx meter, and he was treated with 5 units of insulin and advised to rest. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Meter was returned and investigated. Investigation on the returned meter is complete. The meter powered on with button press and strip insertion; black spots were observed. After further investigation, the meter was disassembled and the lcd appeared to be damaged. The issue was most likely due to excessive exposure to stress whether intentionally or unintentionally by flexing the meter, dropping the meter or trauma to the lcd display.